Event description:
The customer reported the device fell from a mount. No pt or user harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.